Event description:
A nurse reported that two days after a cataract with iol (intraocular lens) implantation procedure on the right eye, a pt presented with corneal edema and vitritis which the surgeon associated with fibrin tass (toxic anterior segment syndrome) or early onset endophthalmitis, a tap with culture was performed and the pt received antibiotic injections. The pt was also given a topical steroid every hour and a topical antibiotic four times daily postoperatively. The pt's vision was noted to be improving with a "good" prognosis. No samples are expected to be returned for this report. Upon follow up it was informed that the tap culture was negative. There are no add'l details available. This is the second of three reports from this facility for the same event. This report is for the viscoelastic.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).